Event description:
Pt is a female with a history of mccune-albright syndrome (polyostotic fibrous dysplasia). In 2009, the pt had a lesion above the right elbow curetted and grafted with plexur m. There was no other graft material noted. According to the surgeon, approximately 4 weeks post-op, the pt was felt to have a wound infection and oral antibiotic therapy was begun. Approximately 4 weeks later, pt underwent another surgical procedure to remove the grafted mass and replace with antibiotic impregnated calcium sulfate beads. The following month, in a telephone conversation with osteotech's medical director, the pt's oncologic orthopaedist, dr reported that the pt still had drainage and would probably require additional surgical intervention.

Manufacturer narrative:
Osteotech's medical director contacted dr on 08/14/2009 to request the lot number of the subject graft, and to inquire about the pt's current status. To date of this report, lot number of the plexur m has not been identified. The product is terminally sterilized with gamma irradiation, post - final packaging, at a dosage of 25.0 - 35.0 kgy (2.5 - 3.5 mrads).